Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had. Another liked device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was the name of the procedure? Tooth extraction . What was the procedure date? (B)(6) 2021. Event date should be (B)(6) 2021 . (B)(4). Date sent to the FDA: 10/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected b5 narrative: it was reported that a patient underwent a tooth extraction procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had. Another liked device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.